Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #(B)(4). Aware date should have been listed as 12/jul/2024.

Event description:
Healthcare professional(hcp) reported a patient was injected with 3 syringes of juvéderm® voluma¿ xc in the cheek and chin and 3 syringes of juvéderm® volux¿ xc in the jaw. Four days later, the patient ended up with nodule formation in the cheek and chin as the filler turned hard, ultimately forming an abscess which led to an infection. Patient took the benadryl. Next day, patient went to the emergency room received treatment of cleocin and steroid injection. Five days later, patient was treated with hyaluronidase and received 7 treatments at different times. Hcp treated patient with dexamethasone injection 1 ml (aesthetic couture) and doxycycline 100 mg bid x10 days. About a month later, patient was prescribed additional doxycycline 100 mg bid x 7 days and allopurinol 0.6mg bid x14 days. Almost three weeks later, patient was prescribed 600mg linzoid. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, juvederm volux xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Additional symptoms noted included "weeping chin, cellulitis, swelling really bad on neck". Patient was also prescribed ibuprofen and prednisone. This is the same event and the same patient reported under abbvie complaint (B)(4)). This MDR is being submitted for the suspect product, juvederm volux xc.

Event description:
Healthcare professional(hcp) reported a patient was injected with 3 syringes of juvéderm voluma xc in the cheek and chin and 3 syringes of juvéderm volux xc in the jaw. Four days later, the patient ended up with nodule formation in the cheek and chin as the filler turned hard, ultimately forming an abscess which led to an infection. Patient took the benadryl. Next day, patient went to the emergency room received treatment of cleocin and steroid injection. Five days later, patient was treated with hyaluronidase and received 7 treatments at different times. Hcp treated patient with dexamethasone injection 1 ml (aesthetic couture) and doxycycline 100 mg bid x10 days. About a month later, patient was prescribed additional doxycycline 100 mg bid x 7 days and allopurinol 0.6mg bid x14 days. Almost three weeks later, patient was prescribed 600mg linzoid. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-40591). This MDR is being submitted for the suspect product, juvederm volux xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.